Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 3 days after the sensor was inserted in the arm. The patient started feeling very unwell on (B)(6) 2024, she was vomiting. She waited until on (B)(6) 2024 and then called an ambulance. The patient was taken to the hospital and admitted to the intensive care unit (ICU). At an unspecified time of the event the cgm reading was 15.9 mmol/l and the bg reading was 40.0 mmol/l; the ketones were over 6 mmol/l and the potential hydrogen (ph) was 6.9. The patient was diagnosed with diabetic ketoacidosis and treated with 10 liters of fluids, IV, insulin, low blood pressure medicine, antibiotics, magnesium, potassium, and they performed a CT scan. At the time of the report the patient was still admitted to the ICU but stable. Of note, doctor found clot in her lung, not confirmed this was caused by this event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. It was reported that during the reported event, the patient also felt weak and dizzy. No additional patient or event information is required.